Event description:
In 2001, pt underwent enucleation procedure followed by implantation of porous polypropylene orbital prosthesis implant along with ocu-guard orbital implant wrap. At eight weeks post-op pt presented with 18mm conjunctival melt over ocu-guard wrap. Pt underwent multiple interventions including: conjunctivoplasty twice, fascia graft, dermis graft and finally removal of the orbital implant at five months post-op. Pt post-op status: unknown.